Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while stapling the sigmoid colon, the device could not squeeze the handle and cut the tissue.